Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose, but the insulin pump was not alarming when it was not delivering insulin. The mother stated that the customer was at school at the time of the call and troubleshooting was not performed. No further information was provided.